Event description:
Hospital is experiencing issues with the 8cc syringe, specifically air leaking into the syringe through the rotating adaptor and micro bubbles in the syringe. This is being noted during preparation. There has been no air injection or patient injury. The used syringe has been returned for evaluation.

Manufacturer narrative:
Although the used device has been received by the manufacturer, a device evaluation has not yet been completed. Therefore a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted.